Manufacturer narrative:
The returned device was evaluated and the device correctly generated an 0x1c alarm indicating the pod reached expiration time after 80 hours of operation. This is a safety feature that does not indicate a device failure. No damages or defects were found. No time outs or drive stalls were seen in the device data.

Manufacturer narrative:
No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypo/hyperglycemia. The patient's blood glucose levels reached 563 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having suffered a heart attack which was related to his diabetes. Once at the hospital the patient was treated with 18 units of manual insulin. The patients heart was monitored by an electrocardiogram. The patient reports having removed the pod on the second day of hospitalization. The patient was discharged from the hospital after 3.5 days. The patient reports using manual insulin for a couple days after this event and then was able to continue pod use.